Event description:
It was reported that during an angioplasty of a dialysis graft, using a 0.035 hydrophyllic wire and a 7f sheath, the pta balloon was difficult to remove from the sheath after the first inflation. The doctor went in a second time and had to remove the sheath because the prod got stuck. The third time he had to remove the balloon and sheath together. A .038 wire was used. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. The sample has been returned; however eval has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause it unk.